Manufacturer narrative:
The infusion pole is fixated by a bracket at the end of an arm, which can be positioned as required. Additionally a safety ring is installed above the bracket to prevent the pole to slide down if the bracket is untightened by the user to adjust the poles position. What happened during the reported event is that the pole moved down, slipping through the bracket and safety ring, and struck to the floor with its lower end. The infusion pole being involved in the reported event was removed and taken to medical physics department after the event. An onsite inspection was conducted by a draeger medical representative. It was found that the diameter of the pole where the bracket was fitted to is at the lowest tolerance limit. The safety ring was then fitted to infusion pole and tightened to the required torque. The safety ring although tight on the pole, could be rotated with the use of reasonable force, which was not correct. Thereafter five other infusion poles were inspected at the bed spaces of the ward. It was found that their diameter was well within tolerance and that none of the fixated safety rings could be moved or rotated. It was concluded that the event happened due to unsufficient fixation of the bracket and, as second failure condition ,disadvantageous combination of diameter tolerances of pole and safety ring at this single installation. The draeger medical quality data of the last five years were analyzed and revealed that this was a very rare case. The concerned infusion pole has been replaced and no further measures are planned.

Event description:
It was reported that the drip pole from the right hand side of the bed space fell to the ground, alarming the nurse and patient. During the inspection of a dräger representative he was informed that the syringe driver and drug box had fallen to the grou...